Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the data set provided by the customer: the qcs were within the specified ranges. The pre-analytical data showed that the patient sample tubes were underfilled. The field service engineer inspected the analyzer, replaced the probe and halogen lamps, and cleaned the water reservoirs. The investigation determined the event was due to a hardware malfunction and a preanalytic issue at the customer site (preanalytics are within the customer's responsibility). The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results from multiple patient samples tested on the cobas integra 400 plus w/o ise. The reporter provided one example of discrepant results: the initial result from the analyzer was 9.2%.. The repeat result from another analyzer was 7.2%. The initial result was not reported outside of the laboratory.